Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While dr. (B)(6) was registering the tibia with the blue probe he complained the tip was catching soft tissue. Upon inspection the tip was bent like a little hook. Tka procedure.

Manufacturer narrative:
Reported issue: it was reported that the tip of the probe was bent/deformed. Product history review: review of the device history records indicate 55 devices were manufactured and 53 devices were accepted into final stock on 03/13/2017. A review of qt17-03-0043 revealed that the non-conformance is not related to the failure alleged in this compliant. 46 additional devices were manufactured and accepted into final stock on 06/22/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 110810, lot 19060615 shows 29 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Visual inspection: visual inspection shows a slight bending of the probe tip. Dimensional inspection: dimensional inspection was not completed as the item has been used and the dimensions and tolerances on the print are no longer an accurate representation of the part. Material analysis: material analysis was not completed as no material failure was alleged. Conclusion: it was confirmed that the sharp probe had a bent/deformed tip. The hazard/harm combination from this complaint has been previously identified. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been an nc and CAPA associated with the product and failure mode reported in this event. Nc 1437984 and CAPA 1454457.

Event description:
While dr. (B)(6) was registering the tibia with the blue probe he complained the tip was catching soft tissue. Upon inspection the tip was bent like a little hook. Tka procedure.